Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had an external ram crc error and unexpected restart alarm on the insulin pump. Customer's blood glucose was 179 mg/dl at the time of the incident. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer programmed a normal bolus into the air and the bolus amount was recorded in the bolus history. Customer stated a temp basal was not programmed before the alarm occurred. Customer was advised that the insulin pump will need to be replaced. Customer also stated that she woke up and her pump battery was dead and when she put in a new battery, she received an unexpected restart alarm. Customer's blood glucose is now 191 mg/dl. Customer stated that she cannot get the reservoir to go into the pump. Customer was advised to monitor the pump and that she may continue to ear it until the replacement arrives.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No a17 alarm, no a21 alarm and no blank display. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.